Manufacturer narrative:
A steris account manager scheduled on-site in-service training for (B)(6) 2018 on the proper use and operation of the 4085 surgical table and hand control. No additional issues have been noted.

Manufacturer narrative:
No report of injury. A steris service technician arrived onsite and spoke with user facility personnel regarding the reported event. User facility personnel stated that during the time of the event, the hand control was being utilized to command the table to articulate. The technician inspected the 4085 surgical table and hand control and was unable to recreate the reported event. The technician stated that he checked all table and hand control functions and articulations and found them to be operating according to specifications; no repairs were required. The likely cause of the reported event is user facility personnel inadvertently unlocking the table via the hand control. The 4085 surgical table operator manual states (pg. 1-2), "failure to engage the floor locks before placing a patient on or removing from the table or disengaging the floor locks while a patient is on the table during a surgical procedure could result in the table rolling unexpectedly during the procedure." Steris will offer in-service training on the proper use and operation of the 4085 surgical table and hand control. No additional issues have been reported.

Event description:
The user facility reported that the floor locks on their 4085 surgical table became unlocked during a patient procedure. A procedure delay occurred as a result of the reported event. The procedure was completed successfully.